Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain, discomfort and a mild burning sensation at the implantable pulse generator (ipg) pocket site while charging after undergoing a routine mammogram appointment. The patient reported the mammogram technician handled her breast area roughly where the ipg was implanted and is the cause of the pain, discomfort and burning sensations while charging. Inspection of the device revealed the charger was functioning well and impedance measurements were normal, however, it was decided to replace the ipg with a magnetic resonance imaging (MRI) eligible device. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post operatively. The explanted device was discarded by the hospital and was not returned to bsc.